Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient was having complications with the pump and was looking for a different hcp to help manage her care. Patient felt her current hcp wasn't taking her seriously and thought she was just a drug seeker. No interventions were mentioned. Patient reported dizziness and pain in the spine. Patient also reported that she felt her pump or her catheter had been displaced and was causing her pain and discomfort. Patient stated all of this started after someone broke into her home and she was assaulted. Patient stated they were after her pain medicine in her body. Patient stated she had made her hcp aware of this but he barely made adjustments that was enough to help her. The hcp stated that the drug enforcement administration (dea) wouldn't allow him to make more adjustments than this. Patient stated she was lucky if she saw the hcp every 6-7 months because he was so busy. Patient was wanting to find a hcp that would be willing to do some testing on the pump to see if there was anything wrong with it. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the patient had an appointment on (B)(6) for a pump refill. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that patient was implanted in (B)(6) . Patient now lived in (B)(6) and her managing hcp could not install or uninstall the pump and treated patient horribly. Consumer provided the details when describing patient's pain: whole body jerked and jumped, patient was losing function of one leg, dropped leg, migraines and severe groin pain. All started last year, patient was saying even longer. Consumer also reported the alarm went off on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jun-13. It was reported that the patient has pain at the pump site, which she confirmed is the same pain that she previously had reported. The patient is concerned about pump recalls and is concerned about the pump working properly. She expressed these concerns to her managing hcp and they discharged her. The patient reported she is considering pump removal. There were no further complications reported/anticipated.